Event description:
It was reported that an alert for non-sustained lead noise due to post-paced t- wave oversensing on the ventricular channel was observed on a stored egm via merlin at home transmission. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.